Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ with lidocaine in the ck1, ck2, and ck3, and 1 ml of juvéderm® volift¿ with lidocaine into the tear trough. Patient also received 23mls of botox. 11 days later , patient reported feeling a (non-device related) pulling sensation on the left side of the lip when she is speaking, making it difficult to speak. Patient also reported that when smiling, the left side (non-device related) moves higher than the right, giving an asymmetrical look.